Manufacturer narrative:
D5,6;h4: information not available, device not returned for analysis. On the same day during a separate procedure patient received bilateral chest tubes, fiberoptic bronchoscopy with pleural/mediastinal irrigation. Patient is 52 yr old male, dob 10-9-43, medical record #531425519. Patient was discharged on 7-13-96 and reportedly is doing ok now. Unk hx of illness. Stated she will call back with an additional info. Tsb. 9/17/96 received additional info-see separate page. (Below)tsb 10-15-96. 10-15-96 in the post operative period the patient was reexplored for 3 perforations of the stomach, 2 of them measuring 1cm and 1 measuring 2cm located on the greater curvature followed the use of the harmonic scalpel on a laproscopic nissen procedure. The patient developed severe mediastenitis and after a prolonged period of time, recovered, dr. Is not certain whether other modalities such as cautery were used during the case. There is no video or other material. Dr. Continues to use the harmonic scalpel and is not certain whether this was caused by an individual varation, user error or an instrument problem.

Event description:
9/16/96 1500 marty m. Reported on 6/21/96 patient underwent a laparoscopic nissen fundoplication and was sent home the same day. On 6/23/96 the patient was admitted via ER and on 6/24/96 underwent the following: exploratory laparoscopy, repair of paraesophagel hiatal hernia, repair of gastric perforation, feeding jejuonostomy.